Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly. The pump passed all non-destructive lab testing. There were motor stalls and recoveries in the logs. After doing destructive analysis the technician found nothing significant that may cause the motor stall. (B)(4)

Event description:
It was reported that multiple motor stalls occurred. The pump was not alarming. A pump replacement was done. The device system was used to deliver baclofen. It was later reported that there were no patient symptoms or complications associated with the event. The patient was unaware that there were any problems with the pump. The pump logs were obtained and the patient¿s home infusion agency notified the healthcare provider (hcp) that they had started to notice pump stalls. At the time of this report, the patient status was indicated to be ¿alive-no injury.¿ it was later reported that the cause of the motor stalls was no determined. The patient did not have a magnetic resonance image (MRI). The patient was doing okay post-operatively. The reporter had not seen the patient since that time.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l73873, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).